Event description:
It was reported that reproducible noise had been observed on the atrial lead. Device reprogramming was performed and the patient would be monitored. No patient symptoms were reported.

Event description:
New information reported stated that on (B)(6) 2016 the atrial lead exhibited noise which could be reproduced with isometrics. No patient symptoms were reported. The physician elected to continue monitoring the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.